Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had low blood glucose of tyhe 38 mg/dl and insulin pump was saying that, it was 66 mg/dl and customer was visited to the doctor. When customer was and then started to seizure. Customer treated low blood glucose with the juice and then tested and it was went down to 33 mg/dl. Then decided to treat him with a glucagon shot. Customer dropped like a tank and when went to bed it was 80 mg/dl. Troubleshooting was not done on the insulin pump. The blood glucose went normal after intake of glucagon. The device is not expected to be returned for analysis.